Event description:
It was reported that a 1.6mm threaded k wires for provisional fixation of proximal humerus was used. The surgeon requested a non-threaded 2.0mm k wire to provisionally fix the humeral diaphysis and allograft strut. The scrub tech handed off a 1.25mm k wire (292.12) instead of the requested 2.0 non-threaded k-wire. The k wire broke at the near cortex when the surgeon tried to remove it at the end of the case. Fluoroscopic evaluation revealed that it exited the humeral shaft posteromedially and had to be removed. There was no apparent ill effect; however, removing the broken k wire added thirty minutes to the case and additional x-rays. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the 292.12 1.25mm kirschner wire, 150mm trocar point is an instrument which is routinely used in the 2.4mm variable angle lcp dorsal distal radius plate system (technique guide j10232-b). The device was returned and reported to have broken during a proximal humerus fixation procedure. This condition is confirmed; the device is broken approximately one third of the way up the length of the wire from the distal tip. It is likely that the breakage was due to using an undersized kirschner wire leading to the complaint condition. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 292.12 1.25mm kirschner wire, 150mm trocar point with unknown lot number was likely caused by using a kirschner wire with too small a diameter; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.